Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 3 was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video hysterectomy procedure, the device stopped working, presenting error 03 on the gen04 generator. Not noted how case completed. No patient consequence.